Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous mid lad. The 2.25x20mm nc quantum apex balloon catheter was advanced and during the first inflation after 2 seconds, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a nc quantum apex balloon catheter with a stopcock attached. There was blood in the hub and contrast in the inflation lumen. Inspection under magnification revealed there was a balloon pinhole 16cm from the distal tip. The hypotube was kinked 38cm and 75.5cm from the strain relief. Microscopic examination presented no irregularities on the ro marker. No proximal weld damage was found. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous mid lad. The 2.25x20mm nc quantum apex balloon catheter was advanced and during the first inflation after 2 seconds, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).